Manufacturer narrative:
The account replaced the right user control module cable and that has resolved the issue.

Event description:
The account alleged that the bed has no function manually or electrically. No injury reported.